Event description:
Sales rep, reports that approximately 30 cc's of air was injected into a pt from a used syringe. Hospital acknowledges that they observed insufficient volume message and over rode the warning message. Complaint monitor spoke with director of radiology in 2005. A pt was brought from the ER for a CT of the chest. Approximately 75 cc's of optiray 320 was delivered. Two techs performed the procedure and returned the pt back to the ER. One of the techs left for lunch and the other tech brought in a second pt for a CT of the abdomen and pelvis. Pt is with abdominal pain. Tech started IV and did not change out IV set or syringe from prior case. Tech claims the line was cleared and a scout line started. Tech over rode two warning messages on the injector and started procedure. Tech realized a problem and stopped the procedure. Tech observed bubbling around the IV site and some blood on the floor. Patient was turned on their right side and was monitored. No air was observed in the venous tree and patient did not complain of pain or discomfort. After observing no complications, tech re-administered the procedure. As of today pt is doing fine. Hospital will monitor for complications due to cross contamination.